Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer was unable to pair transmitter with insulin pump and experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed for loss of communication between the insulin pump and transmitter allegation and it was confirmed that transmitter serial number was not programmed in manage devices screen. The customer was assisted with pairing the transmitter to the pump, but transmitter would still not communicate. Troubleshooting was performed for unable to pair allegation and it was confirmed that the device in question was not listed within the manage/paired devices screen; the existing pairing was deleted/ unpaired, and the pump was prepared to reestablish the communication with the transmitter, but the pump repeatedly alerted with "device not found" throughout the troubleshooting process. The pump and transmitter would not pair even after troubleshooting. The customer was informed transmitter might not be working. No harm requiring medical intervention was reported. Product return is not required for mmt-7841zw.